Event description:
It was reported by service report that, the foot end of the bed will not lower. It was also reported that, the scale would not always give accurate readings. No adverse consequences have been reported.

Manufacturer narrative:
Load cell.